Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in daily shock impedance measurements up to 84 ohms. The average daily measurement was around 70 ohms. The physician believed the increase was related to a medication the patient had been administered. Years later, it was reported that the during a routine follow-up the device had high out of range shock impedance measurements greater than 125 ohms. The lead was connected to a competitor's implantable cardioverter defibrillator (ICD). The physician has decided to continue to follow this patient and no further action will be performed at this time. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.